Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the morning of (B)(6) 2023, the patient was taken to the hospital by her spouse for evaluation. Because the sensor had failed and the cgm was not providing values to her tandem pump, she was not receiving any insulin. She experienced confusion, nausea, vomiting, and a loss of consciousness. The patient was admitted to the hospital with a bg over 500 mg/dl, treated with IV insulin, IV zofran, IV phenergan, reglan, and IV fluid. The patient was released from the hospital the afternoon of (B)(6) 2023. At the time of the report, the patient was feeling better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.